Manufacturer narrative:
The reported field event of sensing and pacing issue was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
Manufacturer reference number: 2938836-2014-02554 was erroneously submitted. This device is an investigation device exemption product and is not reportable.

Event description:
Related manufacturer reference number: 2938836-2014-02554.